Manufacturer narrative:
The insulin pump was received with constant motor error alarm noted during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to motor error alarm. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 76 mg/dl. Standard troubleshooting was performed. The customer was wearing the insulin pump while she had an MRI done. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.